Manufacturer narrative:
The customer¿s qc was acceptable. The patient sample was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys pth (pth) on a cobas 6000 e 601 module compared to the beckman method. The initial result from the e601 module was 1221.00 pg/ml. This result was reported outside of the laboratory where the clinician complained the result was incorrect. The sample was repeated by the beckman method with a result of 18.3 pg/ml. The customer treated the patient sample with 25% polyethylene glycol (peg) and the pth result was 56.46 pg/ml. The customer believes this result to be correct. The e601 module serial number was (B)(4).

Manufacturer narrative:
The patient sample is not available for investigation. Based on the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.